Event description:
Reference number (B)(4). Event took place in the united states. The patient reportedly experienced an alarm indicating a blockage in the insulin flow of the infusion set on (B)(6) 2025. The obstruction was identified within the tubing system. Patient replaced infusion set and resumed insulin successfully. No further information available.

Manufacturer narrative:
H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this would flag the trips and alerts according to the omqr procedure.